Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers, so it is not possible to determine a manufacture date.

Event description:
The advocate was helping her father with his meter and lancing device. After the customer used the lancing device, the advocate received an accidental needlestick while trying to remove the lancet. No other information was provided about the incident. The lancing device is to be returned for evaluation. A replacement device was sent to the customer.